Event description:
It was reported that a pt underwent a hip surgical procedure on (B)(6) 2010. Prior to use on the pt, the surgeon could not remove the cap of the trocar even though he used a kocher clamp. During use of the kocher clamp, the trocar broke from the drain. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): trocar sleeve difficult to remove. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.